Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was successfully implanted at the intended location. At a routine follow up appointment, a device related thrombus was observed on the threaded insert of the watchman closure device via transesophageal echocardiogram (tee). The patient was kept on their eliquis medication.

Manufacturer narrative:
Date of event - aware date of (B)(4) 2023 used as event date is unknown.